Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent pin inside the video connector was found, causing no image when the returned device was tested with a (B)(4) scope. The likely cause of the event is attributed to user handling.

Event description:
A user facility reported to olympus that no image was produced; a black screen was observed when the scope was connected. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the tip of the scope connector was chipped or broken, caused by excessive stresses applied from the user-handling to the video connector terminal when inserting the scope, resulting in the terminal buckling, causing the phenomenon. Recurrence is considered to be preventable based on the following verbiage identified within the instructions for use: "do not apply forceful force to the connectors".